Event description:
It was reported by service report that the head lift would not go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result and conclusion: malfunctioning head-end lift assembly was ordered and it would be replaced at customer's convenience.